Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2023-xxxxx. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Correction to section d6a: this field was populated in the initial report; however, the device is not implanted. Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and the centrimag device could not be conclusively established through this evaluation. The patient ultimately underwent a routine transplant on (B)(6) 2023. It was reported that the device will not be returned for evaluation. The centrimag blood pump us instructions for use, rev. 09, lists bleeding as an adverse event that may be associated with the use of the centrimag circulatory support system. IFU indications for use: the centrimag circulatory support system is indicated for temporary circulatory support for up to 30 days for one or both sides of the heart to treat post-cardiotomy patients who fail to wean from cardiopulmonary bypass, providing a bridge to decision when it is unclear whether the patient's heart will recover or whether the patient will need alternative, longer-term therapy [PMA approved device]. The centrimag circulatory support system is indicated for use as a right ventricular assist device [humanitarian device]. The system, when used as a right ventricular assist device, is also authorized by federal law to provide temporary circulatory support for up to 30 days for patients in cardiogenic shock due to acute right ventricular failure. The effectiveness of this device for this use has not been demonstrated. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #15: a backup centrimag pump, console, motor and accessories should be available for use. Review of the device history record (DHR) for the centrimag blood pump revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR#: 2916596-2023-05713. It was reported that the patient had tamponade following heartmate 3 implant on (B)(6) 2023. As a result, they were unable to support adequate filling which led to low flow alarms and a high pulsatility index (pi). A fluid bolus was given and the flow and pi were temporarily normalised. Prior to the implantation on (B)(6) 2023, a transesophageal echocardiogram revealed severe biventricular dysfunction. The right ventricle was normal in size with overall poor systolic motion. The right ventricular fractional area change was 18.4 %. There was also moderate tricuspid valve insufficiency. Based on doppler velocities, there was no pulmonary stenosis. Post-implant, the patient experienced hemorrhage, right heart failure, and profound hypotension which required more fluid, and an increase in an epinephrine drip to stabilize blood pressure. A centrimag was implanted for right heart support on (B)(6) 2023. Excessive bleeding from the chest tubes was noted postoperatively. After 24 hours of stable biventricular support, low-flow alarms resolved. The chest tubes were removed on (B)(6) 2023. The patient received red blood cells, fresh frozen plasma, cryoreprecipitate, and platelet transfusions until the on (B)(6) 2023. The patient also had their bivalirudin held through to on (B)(6) 2023. The bleeding was reported to be fully resolved.